Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one increased intra-peritoneal volume (iipv) event occurred during drain four of four of peritoneal dialysis on the homechoice. During last drain, the patient's drain volume was 3381ml, indicating the home patient drained a volume 169% above their maximum programmed fill volume of 2000ml. The technical services representative reviewed the therapy logs and the programming with the caregiver. There was no patient injury or medical intervention reported. No additional information is available.